Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a starclose se device after a stent placement interventional procedure using a 6f sheath. Reportedly, the plunger of the starclose se device was depressed (step 2), an audible "click" was heard, and the number "2" was completely visible in the number window; however, the sheath did not split. The starclose se device was removed. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 1494: patient selection.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficulty splitting the sheath and torn sheath were confirmed based on the returned device condition. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. The observed evidence of damage to the flex-guide (carving), garage leaves and sheath indicates there was device angle changed during thumb advancer/slider stroke such that garage leaves interacted with flex-guide and sheath and contributed to the reported difficulty splitting the sheath and tears to the sheath. The instruction for use (IFU) deviations did not contribute to the reported event. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6- medical device problem code 2017- improper or incorrect procedure or method- incorrect removal was added.

Event description:
Subsequent to the initially filed report, the following information was received: sheath shredding and tears occurred when the sheath did not split as expected. The starclose se device was removed without using the safety release mechanism to collapse and retract the locator wings. No additional information was provided.